Event description:
Bard laser fiber wire broke off into the patient's kidney. A piece of wire was able to be retrieved. Laser fiber fractured in the flexible scope being used. Laser beam burned two holes into the side of the scope. Potential damage to the scope and delay in surgery for the patient.